Event description:
Health care professional (hcp) reported five incidents of cracked headers on 16th use reused dialyzers. Per the health care professional, found during reuse and no pt injury associated with this report.